Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became trapped in the lesion. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the mildly calcified left circumflex artery and contained a >45 degree bend . A 1.50mm rotalink¿ plus was loaded in a 330cm rotawire¿ and were advanced to treat the target lesion. During procedure, after the initial cycle of rotablation on the proximal part of the lesion; the burr was noted to be trapped in the lesion and was unable to be retrieved. The patient had surgery and the burr was successfully removed. No further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The advancer, handshake connection, coil, and sheath were microscopically and visually examined. The sheath was detached 2 cm from the strain relief. The coil was received in two pieces; however, portion of the distal end of the coil and the burr were detached and not returned for analysis. The burr was detached 6cm from the strain relief and the rest of the returned coil was 135cm. The separated end of the sheath appeared to be jagged and damaged and the proximal end of the coil separations were pulled and stretched, which indicates that the separations were due to tensile overload. The coil was also kinked and stretched 2 cm distal of the first coil separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the burr became trapped in the lesion. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the mildly calcified left circumflex artery and contained a greater than 45 degree bend. A 1.50mm rotalink plus was loaded in a 330cm rotawire and were advanced to treat the target lesion. During procedure, after the initial cycle of rotablation on the proximal part of the lesion; the burr was noted to be trapped in the lesion and was unable to be retrieved. The patient had surgery and the burr was successfully removed. No further patient complications reported and the patient's condition was stable.